Event description:
The patient was revised because of pain, dislocation, and poly wear. Medical records were received from legal. Records are available for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of pain, dislocation, and poly wear. Medical records were received from legal. Records are available for further review. Doi: 2000 dor: (B)(6) 2002 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the medical records provided. Medical records were reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. IFU's caution that trauma to the replaced joint may contribute to premature failure of the replacement by causing a change in position, fracture, and/or wear of the implants. Any total hip arthroplasty has a risk of dislocation and wear of components and the risks of an individual are an unknown combination of patient factors, surgical process, surgical technique and device related interactions. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.